Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned, the information gathered can't confirm nor deny that the reported device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted single port (sp) total colectomy surgical procedure, the customer accessed a side port of the single port access port when the access port tore causing a loss of insufflation. The surgeon stated it was towards the end of the procedure, and they opted to convert to an open surgical procedure instead of replacing the torn access port. The procedure was converted to open and completed.